Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that scheduled to access/deaccess port o cath. During reaccess, needle/device initially had good blood return but when flushed would leak a mix of saline/blood from the insertion site. Base of device flush with skin, insertion needle in proper placement on device. Again, tried to get blood return with good results but when flushed would leak a mix of saline/blood. Old device disengaged and site reaccessed with new needle. No ongoing issues. No other information was provided.